Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. At the midshaft bond, the connection of the inflation lumen to the hypotube was separated. At 5cm from the separation, there was a shaft kink. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon folds. The balloon was tightly folded and there was also tip damage to the device.

Event description:
It was reported that shaft break occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for treatment. However, during the procedure, it was noticed that the shaft of the balloon broke. The procedure was completed. No further patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention was being performed. A 5.00mm x 12mm nc emerge balloon catheter was advanced for treatment. However, during removal, it was noticed that the shaft of the balloon broke close to the monorail exit point. The procedure was completed. No further patient complications nor injuries reported.